Event description:
It was reported via repair work order that the power load will not unload the cot from the ambulance due to debris that had was lodged between the trolley and the transfer assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.